Event description:
It was reported that during an unspecified number of percutaneous transluminal intervention procedures performed on or before (B)(6) 2013, a balance middleweight (bmw) hydro 3 cm guide wire was positioned past the lesion. An unspecified device was then advanced over the bmw hydro, however, resistance was felt against the bmw hydro guide wire when reaching the distal area of the guide wire and the unspecified device could no longer be advanced. As each unspecified device was also unable to be retracted over each bmw hydro, both devices were withdrawn from the anatomy as a single unit. In each case, the same unspecified device was able to be advanced and retracted over a new guide wire without issue. There were no adverse patient effects and no report of a clinically significant delay for each case. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device as initially reported as not returning; however, the device was returned for analysis. Evaluation summary: the device was returned for analysis. The difficult to position was able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Date of event: date estimated. Relevant tests/laboratory data: date estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.